Event description:
A malfunction alarm was reported on a pump during the loading process. There was no reported impact to the customer¿s blood glucose level as the details regarding any adverse impact were not provided. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. As a resolution, technical support decided to replace the pump. The customer was informed of using manual daily injections as a backup therapy during this period. The pump was confirmed to be under warranty, and instructions were provided on putting the pump in storage mode and returning it with a pre-paid label. The customer understood and acknowledged the process.